Manufacturer narrative:
(B)(4). The sample will not be returned.

Event description:
It was reported that this event occurred in the ICU department, prior to procedure. "When open the catheter the nurse saw the bent guide". The nurse found the damaged device prior to use. There was no delay, harm, complication, death, or injury reported as a result of this occurrence.